Event description:
It was reported via repair work order that the zoom drive is too fast due to a malfunctioned pcb box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.